Event description:
According to available information, this device had a balloon burst. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 8559519. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. We received documentary investigation from our subcontractor: the probably root cause of this issue was a problem with balloon¿s raw material. On 29th august, we received two sealed samples sent to our subcontractor for investigation. On november we received investigation from our subcontractor " a visual inspection and a leak check have been carried out and products doesn't have any defects, these pieces are comform."

Event description:
According to available information, this device had a balloon burst. No other adverse patient effects were reported.